Manufacturer narrative:
A powerflex pro balloon catheter (bc) ruptured. Therefore it was replaced with a new balloon catheter and post-dilatation was performed. The procedure was completed successfully. There was no patient injury. After the stent deployment, a powerflex pro was inserted and inflated. However it burst. The target lesion was in the iliac artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17611211 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification may have contributed to the reported event. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported that a power flex pro balloon rupture. Therefore it was replaced with a new balloon catheter and post-dilatation was performed. The procedure was completed successfully. There was no patient injury. After the stent deployment, a power flex pro was inserted and inflated. However it burst. The target lesion was the both side of the iliac artery. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.